Event description:
The event is reported as: complaint alleges: the rotation know and tube assembly move freely back and forth. The problem caused no harm to the pt. Additional information requested.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at the time of this report.